Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a call service alarm (cs 064) issue. Reportedly the pump was dropped about an inch onto the table top while attempting the load step. The pump emitted a call service 064 alarm when the device hit the table. Reporter was able to reboot the pump, change the cartridge and infusion set, and completed the load/prime steps. Reporter confirmed that no occlusion have occurred since this event. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.